Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, and delamination in the diaphragm valve. Leak test was performed and found opening on anterior. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.